Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace fluoro functions pcb and backplane. Replaced the fluoro functions pcb and backplane. The system was tested and found to be working as intended. System placed back into service.

Event description:
It was reported that the 9800 system would shutdown at start up. This condition has been intermittent. No pt injury reported.